Event description:
On (B)(6) 2012, received explanted lead from st jude medical. No explant or patient information provided. Sent an investigational letter to implanting physician and hospital requesting explant and patient information. Will continue to follow-up.